Event description:
Device 2 of 2. Ref. MFR. Report #: 1627487-2014-20220. It was reported the pt was experiencing ineffective stimulation due to autoreduction. Diagnostics determined invalid impedance values on the lead. The pt has 2 scs leads. It is unk which one is related to the issue. Therefore, both are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.